Event description:
It was reported there was an error message even after cycling power on/off. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer powers up with a system error. (B)(4).